Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was stuck and failed to open, and the cubie within the drawer was also showing as failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) logged in and navigated to the configurations page to confirm the affected cabinet and drawer. The cabinet was pulled out, the back panel was removed, and the drawer was manually opened to inspect the cubies. One cubie was found with a broken lid and was replaced. The stuck locking tab preventing drawer closure was removed, and the fse logged into hardware test application to test the drawer functionality successfully. The fse also kicked out all cubies, removed various medications and medication packs from the trays and reinserted the cubies successfully. The system functioned as intended after the field service engineer repaired the device.